Event description:
Customer contacted on 01/04/2024 to report 3 false negative tests. No evidence provided. Before starting, were the instructions read? Y/n : yes. May I have your lot and test kit #? Lot #: k10a011030723m1 / k08a111810223m3 / k08a11250123m2 test kit #: location of testing? Indoor/outdoor: indoor. Was the test completed on a flat surface? Y/n: yes. Was the swab rotated 5 times in each nostril? Y/n : yes. Was the vial liquid purple in color? Y/n : yes. Was the test moved while it was running? Y/n: no. How soon after the initial negative test was a retest(s) completed? 30min. What test did you use to confirm the false negative? Binax now. How many total tests were run before getting this false negative? 1. Did the person tested, contact a healthcare provider? Y/n: no.

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Note that the affected product was determined to be expired at the time of use and therefore will be investigated as "use error". Product is used for diagnostic purposes. No harm was reported. Refer to the instructions for use (IFU) for the lucira check-it covid-19 test kit (inst019 reve.0). Per precautions - general, "do not use kit components after their expiration date". If the user is aware that the test kits are expired, the devices should not be used. Note that it is also recommended for the user to contact their healthcare provider upon receiving a suspected false negative result. Per section 4 (if you test negative) of section b, "however, it is possible for this test to give a negative result that is incorrect (a false negative) in some people with covid-19. This means you could possibly still have covid-19 even though the test is negative. If this is the case, your healthcare provider will consider the test result with all other aspects of your history such a symptoms and possible exposures to decide how to care for you. It is important you work with your healthcare provider to help you understand the next steps you should take." A DHR review cannot be completed for k10a011030723m1 and k08a11250123m2, as they are not valid lot numbers. A DHR review of kit lot number k08a111810223m3 was performed; no ncrs were identified that could have contributed to the issue of "false negative". However, it should be noted that the expiration date associated with k08a111810223m3 was determined to be 27oct2023; this date accounts for the shelf-life extension granted per cs006, reva.0. As the complaint was received 04jan2024, use of an expired test was confirmed. A most probable root cause of the issue of "false negative" cannot be determined without returned/evaluated product. Expected device functionality cannot be guaranteed after the expiration date. Based on the information above, no further investigation is required. Monitoring of "false negative" and "use error" will continue and there are no additional recommended actions at this point.